Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that this event is about a study patient. Sales rep was attending a surgical study about a male patient who was provided to be examined because of severe pain in his thigh in 2009. Assisting surgeon of the hospital, reported via our sales rep that the respective patient underwent a revision surgery the following day, approximately 4 years after implantation, due to a broken shaft which has been stated by the x-rays. According to the information given by surgeon, the patient did fall 4 weeks before this event occurred. Furthermore, the customer reported that modular restoration was carried out on the patient.